Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 331 mg/dl. The customer stated that alarm was able to clear and insulin pump was able to rewind. Troubleshooting was performed. The product will be returned for analysis.